Manufacturer narrative:
(B)(6).

Event description:
It was reported that partial deployment occurred. Vascular access was gained via contralateral approach. The 70% stenosed target lesion was located in the non calcified and non tortuous left superficial femoral artery (sfa). A 7x120,130cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. During the procedure, the stent deployed approximately 50%. The catheter was pulled from the patient by force in an attempt to fully deploy the stent. The stent elongated inside the patient's vessel. A balloon was used to post dilate the lesion to ensure the stent opened completely. There were no patient complications and the patient's status was stable.